Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 implantable tachy lead (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2007; 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that an infection occurred following evacuation of a hematoma. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.